Event description:
The pt received his scs system, including two scs leads on (B)(6) 2011. It was reported that the pt lost stimulation in one lead (left lead). An x-ray showed that the left lead had migrated. On (B)(6) 2011, the physician explanted the non-functional lead and replaced it with a new lead. No further pt complications were reported. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.